Event description:
Caller states pt reportedly received result of 146 mg/dl on the compact system and 81 mg/dl on professional device within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.